Event description:
It was reported that white foreign matter was found on the bd microlance¿ 3 needle before use. The following information was provided by the initial reporter: "white foreign matter."

Manufacturer narrative:
Investigation summary: bd has been provided with a sample for catalog 300800 lot 180422 to investigate for the record. Visual inspection shows epoxy residue on the cannula. As a result, bd was able to verify the reported issue. Based on our experience, this issue occurred in the assembly process in which the adhesive is added to the hub because of some temporary stoppage in the process or any malfunction of the epoxy dosage machine. Therefore, a higher quantity of epoxy was added to and fell down to next cannula (the reported one) resulting in the observed issue. As this is the first time this lot has been reported for this defect, no corrective actions are required at this time. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Conclusion: a malfunction of the epoxy dosage machine that was not correctly spotted by the operator.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that white foreign matter was found on the bd microlance¿ 3 needle before use. The following information was provided by the initial reporter: "white foreign matter".